Event description:
It was reported that the fluid warmer had a broken pressure gauge on the pressure chamber. No patient harm or involvement reported.

Manufacturer narrative:
UDI number and lot number unavailable. Manufacture date unavailable. Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com,

Manufacturer narrative:
(B)(6). Product was not returned, and no evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a sticking pressure gauge needle. No serial number was provided so a review of the device history record (DHR) and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.